Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitor (sam) episode where electromagnetic interference (emi) was suspected. Technical services (ts) was consulted and determined that it did not appeared as to be noisy signals on the ventricular noisy signals. Ts explained the atrial lead was a non-boston scientific and could be causing the minute ventilation (mv) chop. Additionally, the right atrial (ra) impedance were high out of range impedance measurements., no adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a signal artifact monitor (sam) episode where electromagnetic interference (emi) was suspected. Technical services (ts) was consulted and determined that it did not appeared as to be noisy signals on the ventricular noisy signals. Ts explained the atrial lead was a non-boston scientific and could be causing the minute ventilation (mv) chop. Additionally, the right atrial (ra) impedance were high out of range impedance measurements. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.